Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the upn and suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, fiducials were administered transperineally prior to spaceoar implantation. Additionally, the procedure was done under general anesthesia. According to the complainant, magnetic resonance imaging (MRI) was performed post procedure and it showed that the gel infiltrated the rectal wall. Reportedly, saline was injected in the rectal wall during hydrodissection. There were no patient complications reported as a result of this event. The patient has received stereotactic body radiation therapy (sbrt).